Event description:
The device was used during an unspecified procedure. Reportedly, the handle broke and disengaged into the patient's cavity. The surgeon was able to remove the component and applied another device to complete the procedure. The hospital has reported no patient injury occurred.